Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect component is not available for return. Due to the part not being available to be returned, no further evaluation can be complete at this time.

Event description:
The customer reported that their vela ventilator alarmed vent inop. The customer reported that no patient was involved.